Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high and low blood glucose. On (B)(6) 2018 they had blood glucose of 25 mg/dl at the time of the incident. The customer was at 61 mg/dl at the time of the call. The customer did not mention how they treated. The customer experienced symptoms such as feeling weak and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had another incident on (B)(6) 2018. The insulin pump will be returned for analysis.